Event description:
The biomedical engineer reported that a stand-alone bedside monitor (bsm) powered onto a white screen.

Manufacturer narrative:
Details of complaint: on 9/12/2019 customer stated this bsm-1700 device powered on to a white screen. Customer requested to send device to nka for evaluation and repair. Investigation summary: on 1/9/2020 nka repair center evaluated the device. The technician observed a lose cable connection causing the reported white screen symptom. The issue was resolved by reconnecting the cable and the lcd. No other issues were observed. Follow-up attempts were made to determine if customer had performed repairs to this device prior to sending device to nka. Customer did not respond. Due to no previous failure history on this device, and additional information could not be obtained from the customer, this issue will be tracked and trended. No CAPA is required at this time.

Manufacturer narrative:
The biomedical engineer reported that a stand-alone bedside monitor (bsm) powered onto a white screen. They verified that there's no physical damage to the unit. No patient harm or injury was reported. They would like to send the unit in for further evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that a stand-alone bedside monitor (bsm) powered onto a white screen.